Event description:
It was reported by service report that the brakes were not holding properly on the stretcher and the latch springs were missing from the side rail latches. No pt involvement or adverse consequences are reported. See scanned page.